Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (screeching sound) has been confirmed. As received, the monitor was making a screeching sound and was unable to fully power on. The cause for the "faliure" was a shorted 1.8v power supply in the u1003 pld on the computer/analog pca. The root cause for the shorted power supply could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was making a screeching noise.